Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the surgeon had difficulty implanting with the mini apical cuff however was able to accomplish the implantation. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported difficulty in engaging the pump to the mini apical cuff could not be conclusively determined through this evaluation. It was reported that the during an implant procedure, the surgeon experienced difficulties engaging the pump to the mini apical cuff. The surgeon was eventually able to accomplish the connection and the implant continued without issue. The patient remains ongoing on vad support. No product available for investigation. The surgical procedures section of the hm3 mini apical cuff kit IFU explains how to prepare the mini apical cuff and the apical cuff holder for use. The directions for use section of this document explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. This section also stated that if a sealing agent is used on or near the mini apical cuff, ensure that it does not interfere with the slide lock mechanism. In addition, the heartmate 3 lvas IFU warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.